Manufacturer narrative:
Tech support has made several attempts contacting customer to send a device replacement to resolve the issue, with no response. Product return was not requested. Low intensity of neoblue led lights measured with olympic bili-meters is an ongoing investigation. Should customer provide additional information natus will file a supplemental report as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue cozy device measured low when measured with the olympic bilimeter. The customer did not mention any patient involvement or death/serious injury, delay in treatment, or environmental/safety concerns.